Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The investigation identified the reported missing component. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1616000 port & catheter, implanted, subcutaneous, intravascular allegedly experienced missing component. This information was received from one source. This malfunction did not involve a patient and no consequences reported. The patient's age, weight, and gender were not provided.